Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the pull wire break. Block h11: the returned trapezoid rx was analyzed, and a product analysis observed that the cannula was found detached from the thumb ring. The working length is kinked on the proximal side and the side car was found pushback 1.5 mm. The reported event was confirmed. Based on all available information, the damages may have occurred due to the application of excessive force while attempting to destroy the stone. It is probable that the pull wire was unable to withstand the pressure exerted through the thumb ring, leading to the detachment of the wire from the screws. The working length might also have been affected by the excessive force, as it has been observed that the use of a thumb ring to destroy the stone causes the entire working length to retract, possibly resulting in the working length becoming kinked. It's also possible that the working length became kinked by the way it was removed from the scope after the procedure was completed. The side car pushback is most likely due to the excess force applied on the thumb ring from the handle when attempting to crush the stone. This can cause the working length to retract itself, pushing back the side car. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy stone retrieval procedure performed on (B)(6) 2023. During the procedure, the pull wire broke. Another trapezoid rx basket was used to remove the stone and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy stone retrieval procedure performed on (B)(6) 2023. During the procedure, the pull wire broke. Another trapezoid rx basket was used to remove the stone and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of the pull wire break.